Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eight years eight months post filter deployment, a CT scan showed filter struts perforating and the filter was tilted. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years eight months post filter deployment, a computed tomography showed that multiple filter struts perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, b6, d4 (expiry date: 09/2011), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and eight months later, computed tomography of the abdomen without contrast revealed the filter was tilted and the apex of the filter touched the anterior wall of the inferior vena cava. The apex of the filter was at the level of the renal veins. There are multiple strokes penetrated the wall of the inferior vena cava as follows; anterior, right anterior lateral, left anterior lateral, left posterior lateral, posterior, right posterior lateral, right lateral. There was no involvement of any surrounding structures. There are no bent or broken struts. There was no evidence of inferior vena cava thrombosis. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 09/2011),g4. H11: h6 (results and conclusion). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years and eight months post filter deployment, a computed tomography showed that multiple filter struts perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.